Event description:
Information received indicates the pump was delivering below normal accuracy during testing.

Manufacturer narrative:
Testing of the pump indicates it was below volumetric accuracy test parameters. Pump was calibrated to resolve the issue.